Event description:
The patient received her scs system including an ipg on (B)(6) 2007. It was reported that during lead testing on (B)(6) 2007, the impedance measurements were found to be high. The lead was tested using a trail system and found to be functioning properly. The physician explanted the ipg, replaced it with another ipg, and reconnected the system. Lead impedance measurements were taken using the new ipg and were found to be within specification. The explanted ipg was not returned for evaluation. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.